Event description:
I was brushing my teeth, as I was brushing my back upper teeth on the right side, the spinning part came loose exposing the plastic and metal on the underside of the round part of the toothbrush cutting and ripping the thin layer of skin. I was bleeding excessively and after applying ice on the area, bleeding mellowed down. I purchased a mouth sore medicine to decrease the pain.